Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during priming with a pressure monitoring set with vamp jr, leakage occurred at the end of the tubing distal to the transducer and proximal to the shut off valve by the plunger. In the process of locating the leak it was observed that the pressure tubing was also detached. The device was not in contact with the patient; the only consequence was a delay, as a new set was primed. There was no allegation of patient injury. The product was available for evaluation.

Manufacturer narrative:
One single dpt - vamp jr. Kit was returned for examination. The reported event of "tubing broke" was confirmed. The pressure tubing broke from the bond joint with a vamp reservoir stopcock. The pressure tubing was bent near the point of damage and the cross surfaces of the broken tubing appeared uneven and rough. No other damage was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. Tubing breakage will most likely occur during handling and manipulation of the product and will result in an obvious leak prior to connecting to the patient or during tightening of connections during use. Therefore, the break in the system will be immediately detected. Since these devices are indicated for pediatric patients, whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. Consequently, there is potential for patient injury. In this case, the break was found before use and there was no patient involvement. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of this pressure monitoring kit with vamp jr concluded that a potential root cause of broken pressure tubing could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.